Manufacturer narrative:
Event has been deemed non reportable. Review of the event determined this event to be non-reportable. This medwatch will be voided.

Manufacturer narrative:
Addition reason for retracting medwatch, per gore engineering evaluation-both devices were still in one piece, therefore this is not a reportable event.

Manufacturer narrative:
(B)(4). Additional devices implanted and/or related to this event: hgb161207a/(B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient was being treated with gore® excluder® iliac branch endoprosthesis (ibe) to reintervene on a medtronic aneurx® stent graft to treat a right iliac aneurysm and the physician wanted to preserve the hypogastric artery. The ceb231210a/ (B)(4) was advanced and deployed successfully. It was reported the physician was using a dsf1245/(B)(4) dryseal flexsheath to go up and over the aortic bifurcation and the flow divider of the aneurx® stent graft on the left side. The physician attempted to advance a hgb161407a/(B)(4) and the device would not advance. While manipulating the delivery catheter the catheter snapped while inside the patient, the physician was able to remove the device and delivery catheter from the sheath. The physician attempted with another hgb161207a/(B)(4) device and the delivery catheter snapped while inside the patient, the physician was able to remove the device and delivery catheter from the sheath. Reportedly the physician then went up the right side with a 16fr dryseal sheath (hospital inventory) and implanted a pxc121400 (B)(4) device. The aneurysm was excluded and there was no serious injury to the patient. The patient tolerated the procedure.